Event description:
Additional info from the hcp reports the pt's spasticity came back along with "loss of consciousness." The catheter was replaced, the symptoms got better for 2 days and the returned. The pump was explanted and replaced and returned to the MFR for analysis. A follow up report will be sent when additional info is recd.

Event description:
The hcp reported the pt had missed their refill appointment 3 days prior. Initially, they noted increased spasticity. They were eventually hospitalized with unresponsiveness. The hcp reported the refill was done. The pt is presently responding and oriented. The hcp states they are still trying to rule out the cause for the event. A follow up report will be sent when additional info is received.